Event description:
An unsubstantiated report was received which indicated that pt/reporter received breast implants in may of 1986 and subsequently has had a variety of medical problems. These medcial problems include respiratory problems in 1988 and 1989, asthma, benign tumor in bronchial tube with subsequent removal, aches and pains, burning in breasts, and diagnosis of rheumatoid arthritis in march of 1997. The devices have not yet been removed from the pt.